Event description:
It was reported that the ventilator stopped ventilating. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating. There was no patient harm. The service engineer verified in the device logs technical error codes indicating communication error, ventilation error and disabled valves, but he could not reproduce the problem during simulated use tests. The expiratory channel printed circuit board (pcb) was replaced as a precaution. The ventilator was returned to customer and cleared for clinical use after passed functional tests. No replaced part has been returned for further investigation. No further issues have been reported. The evaluation of the device logs confirms a single occurrence of the reported technical error code group on july 31, 2021, together with alarms indicating that ventilation stopped. The date of event is updated accordingly. Previous investigations of similar events have shown that flash memory on the breathing control pcb (not replaced) on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent the event are planned to be implemented in an upcoming software release.